Event description:
In 2000, the facility's qaulity resources person informed the manufacturer's (MFR) representative of the following: "the patient's record states "leaking of left device." Patient had port-a-gram that showed no gross leaks, but showed a slow leak in the area of the reservoir with leakage through the skin around the needle. As a result, the device was explanted and replaced. No further details were provided.